Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 493 mg/dl. The customer input insulin pump and the blood glucose level was coming down. Customer did had a fall that led her for a hospital visit. The fall was not diabetic related. The device will not be returned for analysis.